Manufacturer narrative:
Procode: fge catheter, biliary, diagnostic. (B)(4).

Event description:
According to the journal article price et al 2009 (geenen ps) ¿ ¿good stents gone bad: endoscopic treatment of proximally migrated pancreatic duct stents¿. Surgical stents were placed in the pd anastomosis during surgery for the following conditions: pancreatic cancer (6), intraductal papillary mucinous neoplasm (3), and choledochal cyst (1). Surgical stents were standard, small, straight, 3f, geenen stents (cook medical, bloomington, ind). Off-label use (10 patients): surgically altered anatomy and prophylactic use. Stent migration(10 patients): most of the surgical stents migrated into the biliary tree (8 of 10). All patients were symptomatic with pain or fever. Two stents could not be retrieved, 1 due to upstream stent migration into the biliary anastomosis. This patient had a percutaneous biliary drainage, stent removal, and flexus expandable stent ((B)(6)) placement through the biliary anastomosis.